Event description:
(B)(4) representative reported that the customer was unable to hear the insulin pump's low reservoir alarm while sleeping. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.